Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found adhered to the forceps elevator, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The forceps elevator was not deformed and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "9. Inspect the guidewire locking groove of the forceps elevator for stain. 1. While observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the ¿ 2. While observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the opposite direction of the ¿ 1. Confirm that the forceps elevator is lowered, then insert the endo-therapy accessory through the biopsy valve. Confirm that the endo-therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2. Extend the endo-therapy accessory approximately 3 cm from the distal end. Move the elevator control lever in the ¿ 3. Move the elevator control lever in the opposite direction of the ¿ 4. Confirm that the endo-therapy accessory is withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, where foreign material was found within the forceps elevator of the device. Additional evaluation: showed the angulation wires were worn, the adhesive on the protective coating of the bending portion of the device was cracked and cloudy, the image guide protector was scratched, and the connecting tube was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available. Information provided on reprocessing: the device was cleaned, disinfected, and sterilized before returning to olympus repair. The presence of foreign material adhering to the device was not known. Information on manual cleaning: the accessories used for reprocessing were normal and without issues. The forceps elevator was brushed.

Event description:
A user facility returned the olympus asset evis lucera duodenovideoscope, to the olympus service center for regular inspection. Upon testing of the returned device, it was observed foreign materials on the forceps elevator. This report is being submitted for the event found during evaluation. There was no patient involvement.